Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating low blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 37 mg/dl. The customer stated that the buttons are not working. The customer stated that when he entered his food, it is going from 0 to 300 and it does not stop. The customer stated that the numbers are ramping up on her carbs. The customer declined to troubleshoot for low blood glucose readings. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.